Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell and others, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified sharp broken on the posterior and two openings striated on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is sharp broken on the posterior due to an unidentified (tear) opening, missing shell due to inconclusive and two striated openings on the anterior due to surgical damage consist in the use of some surgical tool. Reason for reoperation is rupture.

Event description:
Physician reported right side rupture. The device has been explanted.